Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that the clinician was able to obtain another device to continue treating the pt. Complainant indicated that the pt subsequently expired.